Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
The customer states that they are getting error code 1062 (invalid test result, read precision), error code 1118 (invalid test result, intercept too low) and error code 1113 (invalid test result, read value) when running pts samples on the axsym digoxin iii assay. There was no impact to pts management reported.